Manufacturer narrative:
E1: first name and last name of initial reporter is unknown g2: country of origin is japan h3: product analysis for product:9560524, lotno:my23c001 it was observed during the incoming inspection that the stopper screw was missing, the threads of the handle screw were deformed, and the holder part was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the screw was missing. There were no patient symptoms reported. There were no further complications reported r egarding the event.